Manufacturer narrative:
A medtronic representative, following up with the site, reported that the medtronic representative reported the power plug pins (hot and neutral) were loose and slightly charred. RMA issued; replacement cables shipped to site for issue resolution. A medtronic representative replaced the cables and performed an imaging system check-out, all areas passed. The medtronic representative reported the system was fully functional after part replacement. Medtronic investigation of returned suspect power cable finds that the reported issue was confirmed. A visual inspection shows the pins are slightly charred. Found the pins are bent and slightly loose. Found that the outside cable jacket has scuff, although did not penetrate jacket. No exposed wires. Performed continuity test, passed. The reported event was confirmed to be caused by a mechanical failure mode.

Event description:
A medtronic representative reported that the imaging system power cable and bulkhead port were damaged. The issue was discovered when inspecting the imaging system. The power cable metal prongs were reported loose and contained some "charring" . The bulkhead was reported to be visibly damaged. There was no patient present when this issue was identified.